Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was used during a furs procedure in the ureter performed on (B)(6) 2018. According to the complainant, during the procedure and inside the patient, the tip of the laser fiber immediately detached. The procedure was completed with another flexiva 200 tractip laser fiber. The patient condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.

Manufacturer narrative:
One flexiva 365 laser fiber was received for evaluation. Visual analysis revealed that the fiber was returned broken into four pieces. The first piece measured approximately 20.5 cm from the top of the connector to the break. The second piece measured approximately 47 cm from break to break and was kinked. The third piece measured approximately 76.5 cm from break to break and was also kinked and the fourth piece measured approximately 132.5 cm from break to break. The distal tip was not returned. The condition of the returned device confirms the complaint. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 365 laser fiber was used during a furs procedure in the ureter performed on (B)(6) 2018. According to the complainant, during the procedure and inside the patient, the tip of the laser fiber immediately detached. The procedure was completed with another flexiva laser fiber. The patient condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted. Additional information received on march 19, 2018. The device used in this case was a flexiva 365 laser fiber.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was used during a furs procedure in the ureter performed on (B)(6) 2018. According to the complainant, during the procedure and inside the patient, the tip of the laser fiber immediately detached. The procedure was completed with another flexiva laser fiber. The patient condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted. Additional information received on march 19, 2018: the device used in this case was a flexiva 365 laser fiber.